Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "does not function" could not be confirmed. The device passed all tests and no problems were observed. If additional info becomes available a supplemental report will be submitted. (B)(4).

Event description:
Report received from the USA stating that the device experienced "does not function" during surgery. It is known that device was being used during surgery however no pt or user injury occurred. It is unk if a delay in the surgical procedure occurred as a result of the device issue. There was no additional info provided.